Event description:
It was reported that the chamber connection was leaking. No patient injury reported

Manufacturer narrative:
Other, other text: two units were received for evaluation. The returned units were visually inspected; no damage or defects were observed. The units were subjected to functional testing; leakage was observed at the drip chamber. The complaint was confirmed. The root cause was traced to the lack of a robust and repeatable adhesive dispensing method. An internal CAPA was generated, and the manufacturing process was updated. Instead of the prior manual process, an automated solvent dispenser is being utilized. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.